Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter indicated that the insulin pump was not working appropriately. The reporter stated that blood glucose levels were elevated as high as 514 mg/dl with ketones, polyuria, increased thirst, exhaustion, and achiness for one week despite changing out the infusion sites, and confirming that insulin and supplies were within date. The reporter indicated that the basal rate and time and date were set correctly in the pump. The reporter stated that blood glucose levels were decreasing appropriately with insulin injections. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/01/2013 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, the display screen was found to be discolored. The display screen as replaced with a test screen and the display returned to normal.